Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0947830. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. This MDR is a duplicate of 0001526350-2024-01041. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2024-01041. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the ats 3200 tourniquet flutters when using the blue side. The actual pressure did not match the pressure setting and did not maintain consistent pressure. It was plugged into the ac wall power. There was no patient involvement / impact. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Due diligence is complete and no additional information is available.